Event description:
The contact stated the customer tested his blood glucose using a breeze meter and a lifescan meter. The breeze meter read 497 mg/dl, and the lifescan meter read 97 mg/dl within 2-3 mins. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was being sent to the customer for further troubleshooting. No product is being returned at this time.